Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation of the patient's device the estimated longevity dropped from 4.5 years to less than one year since the last follow up visit approximately nine months earlier. The device remains in use and an explant procedure was discussed but not scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.